Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device would not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 2647580-2019-03465, any additional information received in the future will be captured and submitted under the report number 2647580-2019-03465. If information is provided in the future, a supplemental report will be issued.